Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) could not establish a connection with the remote control and clinician programmer. It was noted that the patient had a previous non-device related surgery, however it was unknown if electrocautery was used. The patient underwent ipg replacement procedure. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Sc-1432 (sn (B)(6)). The returned ipg was analyzed and communication could not be established with a known good remote control (rc) or clinician programmer (cp). Therefore, the data logs could not be retrieved or analyzed, and no functional testing could be performed. The ipg was cut open, and internal electrical measurements revealed excessive sleep current and low resistance of a node where high resistance was expected, which confirms that the application-specific integrated circuit (asic) chip was damaged. With all the available information, boston scientific concludes that the allegation of ipg unable to connect to rc was confirmed. This damage is typically caused by the ipg exposure to external high voltage/high current transient sources.

Event description:
It was reported that the patients implantable pulse generator (ipg) could not establish a connection with the remote control and clinician programmer. It was noted that the patient had a previous non-device related surgery, however it was unknown if electrocautery was used. The patient underwent ipg replacement procedure. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.